Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator (sn#: (B)(4)) found no anomaly. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Analysis of the extension (sn#: (B)(4)) found that all conductors were broken 30.0 cm from the distal end. No electrical shorts were identified between the circuits. Due to the condition of the returned extension, only a careful microscopic examination was performed. Analysis of the lead (lot#: va0wan6) found that the conductors were stretched in the body of the lead, but found no significant anomalies. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Analysis observed the proximal end of the lead was stretched. Analysis identified the outer insulation of the lead was damaged under the connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0wan6, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had a loss of efficacy from the right side device after a stomach surgery involving monopolar cautery procedure. The patient¿s device was not turned off prior to the procedure. The left side device continues to be efficacious. The right ins, lead and extension were explanted and replaced. The loss of efficacy was resolved at the time of this report. No further complications are anticipated.